Manufacturer narrative:
Intra-operative fractures may be multifactorial and can depend on patient bone quality and surgeon technique. The surgeon identified a pre-existing fracture in the patient's femur during implantation that led to the intra-operative fracture.

Event description:
Intra-operative fracture occured medially. Surgeon stated that the patient appeared to have a pre-existing femur fracture, non-displaced.